Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was an absence of a no delivery alarm. While filling the tubing, the customer removed it from the insulin pump and he could still not get insulin to go through as he tried to push the piston with a pencil. Customer's blood glucose level was 115 mg/dl. The device was not returned.